Event description:
It was reported that during a necrotic tissue debridement procedure using the coblator iq system, the controller would not recognize the wand. The procedure was ultimately completed using a competitor's product. There were no significant delays or pt complications.

Manufacturer narrative:
Initially this event was reported and determined to be a non clinical event. Upon receipt of additional details, it was determined per (B)(4) that this was a reportable event.